Event description:
It was reported a merlin.net showed high, out of range, high voltage lead impedance. X-ray showed no abnormalities. Patient will be monitored and no adverse consequences were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.